Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.

Event description:
It was reported during the procedure that the atrial lead did not fit completely into the header of the ICD (implantable cardioverter defibrillator). The device was not implanted. No patient complications have been reported as a result of this event.